Event description:
Spinal needle in 4302c tray is not functioning properly. Account indicates that after spinal needle placement is made and removal of the stylet is attempted, the stylet drags the needle from its position. Thus, you cannot remove the stylet without removing the needle. Spoke with utilization coordinator who states the pt had to have another needle inserted in order to complete procedure. The pt did not sustain any injuries related to the incident.